Event description:
While accessing the right femoral artery, a .014 nitinol mandrel wire became embedded in scar tissue. In attempting to reposition the wire, the outer layer of the wire unraveled and a small portion broke, remaining in the subcutaneous tissue outside of the artery.